Manufacturer narrative:
In the case description, the user mentioned receiving automated delivery restriction alerts due to high blood glucose levels. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found one automated delivery restriction alert on the date of occurrence and one on the night before. Review of the patient history buffer (phb) data found that prior to the generation of each alert, the system was being used in automated mode and the automated algorithm was delivering the max amount of automated basal insulin for an extended period in response to increasing and high estimated glucose values. The alerts were correctly generated when the automated algorithm determined it was delivering at the max rate for too long. The system correctly transitioned to automated mode: limited upon generation of the alerts and began delivery of safe basal, which is the lower of the user's adaptive basal program and the user's manual basal program. The system correctly transitioned to manual mode after the alerts were acknowledged. Review of the phb data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs while in automated mode. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with insulin delivery or of any issues with the system were observed in the available logs.

Event description:
The patient reported that their blood glucose levels increased to approximately 596mg/dl after 4 to 24 hours of pod wear on the arm. They stated that the pink slide advanced upon pod application and that the cannula was properly inserted into the skin. However, the patient received an automated delivery restriction alert on the controller instructing them to switch to manual mode a few hours before presenting to the emergency room (ER) due to persistently elevated blood glucose levels. The automated delivery restriction feature is designed to temporarily remove the user from automated mode when blood glucose values are high, low, or missing due to absent sensor readings. The patient did not report any communication issues with the glucose monitoring device in use (dexcom g7). The patient stated that they were feeling unwell and weak, and were admitted to the hospital on (B)(6) 2025, where they were diagnosed with insulin-dependent diabetes mellitus (type1 diabetes), hcc (hierarchical condition category), and dm1 (diabetes mellitus type 1). They were treated with intravenous fluids and rapid-acting insulin and were discharged the following day on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.